Event description:
It was reported that atrial lead dislodgement was observed via radiograph in clinic and no capture was also noted. The lead was explanted and replaced. The patient is in stable condition.

Manufacturer narrative:
A complete lead with stylet inserted was returned in one piece. The reported event of failure to capture was not confirmed. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for the damage found consistent with procedural damage. All tines were intact and undamaged.